Event description:
Notified late on (B)(6) 2026 that a surgery was going to be performed but an instrument in the cck tray had discoloration on it that looked like blood or rust. The surgery was cancelled and performed on (B)(6) 2026 instead, with the instrument removed out of the tray. [Customer].